Event description:
Information was received that during use of this smiths medical cadd administration sets, set leaking out of the air eliminating hole in the filter was noticed on day 3 of a 7-day infusion. Patient had to go into the office to receive a new bag. No reported adverse effects or patient injury.